Manufacturer narrative:
Additional information: upon follow-up, it was reported that the patient was hospitalized for the event one day after the event onset. The patient was treated with vancomycin injection (1 gram, intraperitoneal, frequency and duration were not reported) and magnova injection (500mg, intraperitoneal, frequency and duration were not reported) for peritonitis. On an unreported date, antibiotic treatment was stopped. Four days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event. It was reported that the patient was not treated for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.